Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in clinic follow up. Upon interrogation, it was observed the implantable cardiac monitor had intermittent r wave sensing, with clear false flat line readings. Programming changes were completed to address this issue. The patient was stable.